Event description:
It was reported that the insulin pump had a crack in the bottom right portion of the screen. The blood glucose reading was 140 mg/dl. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, minor scratched liquid crystal display window, cracked liquid crystal display window, and scratched reservoir tube window.